Event description:
It was reported that the patient presented prior to the procedure. Upon device interrogation, it was noted that the implanted right atrial (ra) lead exhibited low pacing impedance and under-sensing. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.